Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 247mg/dl and a correction bolus was delivered to address the bg level. System check was performed and the origin of the occlusion alarm was not determined. The customer was able to successfully resume insulin delivery. Additionally, it was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin and the pump displayed a fill estimate of 240 units. The customer reloaded the same cartridge and received an inaccurate fill estimate. The customer then loaded a new cartridge and received an accurate fill estimate.